Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005922 - the dentist reported that, 3 days after the dental implant installation, the patient returned to the clinic, with pain and decreased lip sensitivity. As the symptoms did not cease, the dental implant removal was performed.